Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad okay button was intermittently unresponsive. The reporter stated this had been occurring for several months and was getting worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/31/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons were appropriately responsive. During investigation, evidence of contamination was found under all key contacts.